Event description:
A talent stent graft system was implanted in zone two for the endovascular treatment of a 5.4 cm diameter thoracic aortic aneurysm on. The proximal aorta was 33 mm in diameter and 26 mm in length and the distal aorta was 36 mm in diameter. Right iliac artery was 10 mm in diameter and the left iliac artery was 9 mm in diameter. The right and left femoral arteries were 9 mm in diameter. The access vessels had no calcification and the aortic neck had mural thrombus. The aorta has moderate tortuosity. The left subclavian artery was intentionally partially covered so the physician performed a carotid to subclavian bypass. It was reported that approximately 45 days after implant, the patient expired due to a large intracranial hemorrhage. The investigator¿s assessment of the relation to the device and procedure are unknown. An autopsy was not performed.

Event description:
Additional information was received. It was reported that the investigator assessed that the intracranial hemorrhage leading to the patient¿s death was not device or procedure related.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death, occlusion). (Unknown cause of event). Evaluation conclusion: (unknown cause of event). Known inherent risk of a procedure (death, occlusion).